Event description:
It was reported the ventricular lead helix would not extend when exercised prior to implant. It was indicated the physician applied counter rotations and after 20 or so forward rotations, the helix could be seen moving inside the lead body a small amount but several attempts were made to extend it to without success. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.